Event description:
The plaintiff's atty alleged the pt experienced a sudden cardiac event and subsequently expired 1 month and 7 days later. Furthermore, the event was alleged to have been caused by the administration of the prod during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.